Event description:
Pt reported the infusion device does not vibrate correctly when programming a bolus. This has occurred intermittently over the past 12 months and is becoming worse. She has replaced the battery, but this did not resolve the issue. She often has to press the button multiple times for the infusion device to vibrate. The infusion device continues to vibrate during the self-test procedure. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.